Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the adhesive patch detached from cannula housing or base while removing the back of adhesive on (B)(6) 2026. No further information available.